Manufacturer narrative:
Complaint no: (B)(4). The device was received for analysis and an evaluation has begun, but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 106 (night drain #6) alarm was identified in the log. The alarm occurred on (B)(6) 2014 at 21:35:14. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. No further information was available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. The cause of the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.